Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture on the right breast implant and bilateral breast ptosis manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 375cc and suffered from a rupture on the right breast implant and bilateral breast ptosis. As a result, the patient had undergone removal and replacement with non mentor allergan brand breast implant on (B)(6) 2020. This medwatch is for the left breast implant.

Manufacturer narrative:
On (B)(6) 2020, during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Ptosis complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: rupture on the right breast implant and bilateral breast ptosis mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation was performed for the finished device 6446532 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).